Manufacturer narrative:
Device unique identifier (UDI) #(B)(4). Approximate age of device ¿ 8 months. The patient remains ongoing with the device. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system produced frequent elevated pump flow estimation readings. The patient¿s hemoglobin and hematocrit were stable, and the lactate dehydrogenase (ldh) was 294 u/l with an inr of 2.3. The patient had experienced a recent stroke, and anticoagulation was held for a short time. Anticoagulation was restarted with heparin bridging on (B)(6) 2017, and has been therapeutic since utilizing heparin and coumadin. The patient urine was clear. Additional information was requested, but not provided.

Manufacturer narrative:
No product was returned for evaluation. Review of the submitted system controller log file confirmed the reported elevations in pump power/estimated flow; however, a specific cause for the parameter fluctuations could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported stroke could not be determined through this evaluation. The submitted system controller log file contained approximately 22 days of data from (B)(6)2017 through (B)(6)2017 and showed the pump operating at the fixed speed of 9000 rpm. The pump power values appeared to fluctuate between the range of about 5-6.5 watts and higher values between about 7.5-8.5 watts. All higher pump power values correlated with elevated estimated flow values in the range of about 10-11.5 lpm. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.